Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir; unable to perform pre fill or prime test due to the reservoir was partially returned. The customer returned only the plunder and transfer guard.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a faulty reservoir. The customer's blood glucose reading was unknown. The customer stated that she received a no delivery alarm during manual prime. The customer stated that the alarm was resolved by a reservoir change. The customer was unable to troubleshoot during the time of call. The customer was unable to determine the cause of the issue.